Manufacturer narrative:
H3 device evaluated by MFR:the 14f isleeve introducer sheath was returned with the dilator completely pushed into/through the sheath, and out of the sheath tip. The expanded seams found on the isleeve sheath is expected with normal use of the device but it is not expected to see the seam expanded at this stage of the procedure by inserting the dilator. When fully inserted in the sheath, the dilator can initiate seam openings in the most proximal section of the isleeve, no more than an inch. The length of the seam 1 was expanded from the distal tip to approximately 21cm in length along the shaft of the 14f isleeve introducer sheath. Seam 2 was expanded from the distal tip to approximately 4.50cm to approximately 20cm. Multiple kinks were found along seam 2 and 3 of the 14f isleeve introducer sheath. The reported difficult to advance into artery cannot be confirmed as clinical factors could not be replicated, however, kinks on the 14f isleeve introducer sheath can be confirmed. The kinks on the 14f isleeve introducer sheath are consistent with difficulty maneuvering the device in challenging patient anatomy.

Event description:
It was reported that difficulty to advance in the artery occurred. Vascular access was obtained via a right transfemoral approach. A 14f isleeve introducer sheath (lot # 26979034) was inserted; however, the 14f isleeve introducer sheath and dilator was unable to advance past iliac bifurcation due to calcium in the vessel. The 14f isleeve introducer sheath became kinked during this process. The 14f isleeve introducer sheath was removed from the patient, and a new 14f isleeve introducer sheath (lot # 26984294) was prepared. The physician dilated the vessel initially with only the dilator. The new 14f isleeve introducer sheath was then inserted along with the dilator, but also was unable to advance past the iliac bifurcation due to calcium in the vessel and the new 14f isleeve introducer sheath was removed from the patient. Another new introducer sheath was used to successfully complete the procedure. There were no patient consequences.

Event description:
It was reported that there was difficulty advancing the isleeve introducer sheath in the artery. Procedure summary: vascular access was obtained via a right transfemoral artery approach. The vasculature was moderately tortuous with severe calcification of the femoral-iliac tract. A 14f isleeve introducer sheath (lot # 26979034) was inserted into the patient; however, the 14f isleeve introducer sheath and dilator was unable to advance past iliac bifurcation due to calcium in the vessel. The 14f isleeve introducer sheath became kinked during this process. The 14f isleeve introducer sheath was removed from the patient, and a new 14f isleeve introducer sheath (lot # 26984294) was prepared. The physician dilated the vessel with the dilator and the new 14f isleeve introducer sheath was then inserted along with the dilator; but also was unable to advance past the iliac bifurcation due to calcium in the vessel and was removed from the patient. A non-boston scientific introducer sheath was used to successfully complete the procedure. Patient status: there were no patient consequences.